Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the epg displayed an error. It was also noted during analysis that the display wires were pinched with insulation exposed and shorted to main printed circuit board (pcb). Analysis also noted that the hanger assembly was broken, and upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code when turned on. The epg was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.